Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that that this right atrial (ra) lead was believed to exhibit undersensing. The physician believed this was related to patient condition. Continuous monitoring was going to be provided. This ra lead remains in service. No adverse patient effects were reported.